Manufacturer narrative:
Per the tandem user guide, "do not use dexcom g6 cgm in pregnant women or persons on dialysis. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 104 mg/dl, and the meter bg reading was 67 mg/dl. The customers bg was 52 mg/dl. The customer addressed bg level with carbohydrates. Reportedly, the patient was currently pregnant. A replacement sensor was sent to the customer.